Event description:
Report received of a clave leak. The nurse had connected an unspecified tubing set delivering an unspecified antibiotic to the "junction closest to the pump". Reported bleed-back up to the distal y-site of the tubing set and blood leaking from the "diaphragm of the y-port". Reportedly an estimated 1/2 cup of blood loss was noted and the infusion was stopped. The nurse reported that she did not use a needle or attempt to access the clave injection site prior to the leak occurring. The tubing set was changed and the infusion was resumed. There were no adverse patient effects and no medical interventions were required.